Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left pulmonary artery. The non-abbott guide catheter was placed and 018 steelcore guide wire was advanced distally from the guide catheter to serve as a guide for the cardiomems delivery system to be placed. A "gap" was noted on the xray in the distal tip of the guide wire. The guide catheter was advanced and the guide wire pulled into the guide catheter and removed without issue. Once outside the anatomy the guide wire covering "coils" looked frayed and unraveling. A new guide catheter and guide wire used to prepare for the cardiomems placement. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Event description:
Subsequent information was reported that the guide wire coils were stretched and wavy. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record and similar incident query for this product was not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1069 was removed and replaced with 1601.